Event description:
The patient was having generator replacement due to battery depletion which ended with high impedance. It was noted that the surgeon identified a lead break during the surgery and decided to leave the new generator in the patient and perform lead revision at a later date. It was noted that high impedance was only seen during the surgery but per the surgeon the lead was not accidentally cut during surgery. The explanted generator was discarded after surgery. The lead was replaced at a later date and the explanted lead was discarded after surgery. No other relevant information has been received to date.